Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, it was noted that the device reached end of life after eighty-three months of implant. The patient was lost to follow up and not feeling well. Subsequent information noted that the device was explanted and no adverse patient effects from the explant procedure were reported.